Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera ultrasound gastrovideoscope presented with air and water leakage from the channel. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the forceps channel had foreign material inside. This report is to capture the reportable malfunction of a foreign substance found in the forceps channel noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to a pinhole on the channel tube, water tightness was lost; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; due to wear of angle wire, the play of the up/down knob was out of the standard value; adhesive on the distal sheath had a crack; the ultrasonic transducer had corrosion; and the connecting tube had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that there was a leak failure due to a channel pinhole, reprocessing could not be completed, and foreign matter remained in the forceps. The event can be detected/prevented by following the instructions for use which contain the following descriptions: chapter 6 application and conditions of cleaning, disinfection and sterilization and chapter 7 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.